Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident acetabular hip stem. It was further alleged that the patient "began experiencing audible sounds during motion emanating from location of the device."